Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-8400obe oval burr produced metal shaving. This was discovered during a procedure on (B)(6) 2023. The case was completed using a product from another manufacturer. Additional information received on 5/22/2023. This was discovered during an arthroscopic elbow procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the image submitted from the field from a procedure, it is evident that there are particles visible. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the devices due to side-loading the devices during use.